Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous common femoral artery. A non bsc introducer sheath was inserted followed by a non bsc guide wire. Subsequently, a 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to post dilate the lesion. Upon the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).